Event description:
On (B)(6) 2011, company rep reported insulin spilled in the cartridge compartment of the infusion device on (B)(6) 2011 due to a leaky cartridge. The cartridge had been in use since 9/3/2011. Pt poured the insulin out of the cartridge compartment and called for assistance completing a cartridge change. Pt could not recall how the cartridge was handled or if the cartridge was cracked. The cartridge and infusion set were discarded and will not be returned for eval. Infusion device and adapter were replaced and requested for eval. No physiological effects were reported in relation to this complaint. Pt did not require treatment from a health care professional or second party to address the issue.